Event description:
Bad seals and trigger operation. Wallach ultra freeze 900076 e-complaint (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 21-nov-2017 under work order (B)(4) and sold on 09-jan-2018. Manufacturing record review: DHR-220870 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 04-oct-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Leaking. Root cause: the root cause of this issue has been attributed to the dip tube getting slightly bent by the customer. This than caused the end of the dip tube to contact the bottom of the cannister which prevented the cannister cap to be able to be closed completely and caused the leakage. Corrective actions the dip tube was adjusted and the unit was tested ok to form-prod 282. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Bad seals and trigger operation. Fs log # (B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).